Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit passed the dat test with 0.08805 inches. Motor was tested outside the device and passed. No motor anomalies noted during testing. Unit received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 256 mg/dl at the time of the call. The customer has been experiencing lows for 4 days. The customer used orange juice and yoghurt, as well as an insulin pen to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The customer states their pump was exposed to a roller coaster magnet 3 days before the lows started. The pump failed the displacement test. The insulin pump will be returned for analysis.